Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a clinic supervisor reported a patient with an unsatisfied visual outcome. The lens was exchanged for another model. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Corrected information: the replacement lens model is unknown.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Optical resolution and diopter verification could not be conducted due to the extensive optic damage in the central optic zone. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported unsatisfied patient, explant and vision issues. Lens damage was observed. The lens damage was too extensive to the central optic zone to verify the optical resolution and the diopter of the lens. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).